Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to corroded keypad traces. Unit had scratched display window and missing end cap sticker.

Event description:
A customer reported via email indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer sent the product back for analysis.